Event description:
It was reported that the patient presented for high, out of range pacing lead impedance. Pacing lead impedance trend showed intermittent high values. Provocative testing and x-ray were recommended.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
The new information notes that the lead was explanted and replaced due to high out of range lead impedance. No adverse consequences were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.